Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer cleared the alarm to address the issue and continued to use the pump for insulin therapy. Customer's blood glucose (bg) ranged between 318 -570 mg/dl. The customer¿s bg level was addressed with a manual injection.